Event description:
Pt was revised to address tibial tray that was placed in varus at primary surgery.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Although the exact root cause could not be determine, info in the initial report indicates that placement of tibial tray during initial implantation may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.